Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed functional testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. The meter serial number provided by the lay user/patient at the time of the initial call was found to be incorrect. Section d4 'serial #' has been updated to reflect the serial number of the device returned to lifescan. Serial number provided during initial call: (B)(6). Serial number of returned device: (B)(6).

Manufacturer narrative:
A device history record review could not be performed as the meter serial number was invalid. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter was powering off during use. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the power issue started on (B)(6) 2021, after the patient received a meter from her insurance. On (B)(6) 2021, the patient received a new meter and experienced the same issue. The patient stated that when she inserts a test strip, she sees ¿888¿ on the subject meter¿s screen followed by the meter powering off. The patient usually manages her diabetes with insulin and oral medication (humulin, novolin r and glucotrol ¿ doses unspecified) and in response to the alleged issue she consulted her doctor since she was unable to test her blood glucose. On (B)(6) 2021, the patient started to develop symptoms of ¿dizziness and headache¿. On (B)(6) 2021, the patient visited her doctor and a blood glucose reading of ¿600 mg/dl¿ was obtained on the doctor¿s meter. The doctor advised the patient to take 35 units of humulin insulin and 20 units of novolin r insulin to treat the symptoms. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time, however, there was no indication of misuse to the device. The cca walked the patient through resolving the alleged power issue and the alleged issue could not be resolved. The cca confirmed that the battery did not need to be replaced. The cca was unable to record the test strip lot# 4697832 in the system. A replacement meter was sent to the patient. This complaint is being reported because the patient claims that she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began and the patient reportedly received hcp treatment for an acute high blood glucose excursion.